Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported he called (B)(6) due to his inability to use his meter and (B)(6) transported him to a local hospital to have his blood glucose tested. Customer's blood glucose tested and determined to be "high" and he was treated with a shot of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Upon investigation, the meter powered on with button press but not with insertion of test strips. A power issue with the test strip port was observed. The meter was disassembled and a raised pin #6 was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Test strip label copy instructs users to not bend, cut, or alter the test strip in any way. This is a final report. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
After further investigation, it was determined the customer mishandled the test strip and inserted the damaged test strip into the strip port. Additionally, given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution. All results were within the range specification and no errors were observed.